Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "proximal fracture of the left humerus. The screwdriver broke during the operation, but the doctor didn't notice it. After the operation was completed, it was confirmed that the driver was broken when cleaning the instrument. The inside of the patient was examined, but no debris was found."

Event description:
As reported: "proximal fracture of the left humerus. The screwdriver broke during the operation, but the doctor didn't notice it. After the operation was completed, it was confirmed that the driver was broken when cleaning the instrument. The inside of the patient was examined, but no debris was found."

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received extractor shows signs of normal and prolonged usage however its tip is found to be broken. The breakage surface shows relatively smooth surface without any great abrupt features; however, the breakage is slightly uneven. Absence of plastic deformation indicates that the breakage was instantaneous (brittle fracture) due to high torsional and bending overload. The critical diameter of the drill was observed to be 2.98mm as required against a range of 2.95mm ¿ 3.00mm. Similarly, the average hardness of the drill was observed to be 55.6 hrc as required against a range of 54.0 hrc ¿ 58.0 hrc. As per the dimensional inspection and hardness testing, the returned drill was found to be within specifications. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to be user related. The breakage was caused due to a combination of torsional and bending overload applied on the screwdriver during the surgery. If any additional information is provided, the investigation will be reassessed.